Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 27. Details of surgery: sinus augmentation. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.